Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were x-rays performed to localize the needle? No further information is available. Was the needle removed from the patient? Further information is available. Was the procedure completed successfully? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. During the procedure, the needle got detached from the suture during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/25/2022. Additional information: d4, h4, h6. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.